Event description:
It was reported that on (B)(6) 2014, during a distal inter-phalangeal (dip) joint fusion of the hallux, the implant broke on insertion as the surgeon started to place the screw across the joint. It broke at the area of the thread "pitch change" on the screw. The distal end of the screw remained in the bone. Tunnel prep was performed according to technique. The surgeon felt it was in the patient`s best interest not to try and remove the screw. He put a size 30mm next to it.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Lot number was not provided so device history record review cannot be performed. Complaint confirmed. The evaluation revealed that the returned proximal portion of the 34mm mini-compression ft screw is 0.364" in length. The remaining 0.975" of the distal section was not returned. The fracture occurred at the thread transition area and the fracture surface displays a torsional fracture pattern. The most likely cause of the event is improper bone preparation and/or not following the proper surgical technique. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.